Event description:
Customer alleged blood glucose results of 430 mg/dl on the advantage system compared to 202 mg/dl on a professional meter when tests were performed back-to-back. Customer had no symptoms and no action/treatment based on the results was reported. A request was made for the return of the suspect device and replacement product was sent.